Event description:
It was reported by svc report that the bed exit alarm beeper did not work. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: bed exit beeper.